Event description:
It was repoerted that barbs were found on the guide wire in the catheter. No other information was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿barb¿ on the wire is unconfirmed as the alleged issue could not be detected or reproduced. One metal stiffening stylet from a groshong catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was returned tightly coiled and no obvious damage was observed on the sample. A microscopic observation revealed no damage or defect on the stylet. The weld tip was present, intact, and undamaged.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp0375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that barbs were found on the guidewire in the catheter. No other information was reported.